Event description:
Customer reported missing cine runs. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and instructed customer on proper procedure for acquiring cine runs. Sys operates as intended.